Event description:
(B)(4). At the time of insertion I was in so much pain, despite an a sedative administered prior to the procedure. At the first insertion I was writhing in pain, clutching the table and moaning. A nurse came over to speak to me and ask why I was so upset. I explained how painful it was and she administered more pain medication through my IV. The dr attempted to insert the second coil but I was in so much pain I was unable to remain still. He said that he had to continue, that he could force it and went ahead, despite my crying and inserted the second coil. I could hardly keep myself on the table I was in so much pain. After implantation I required assistance to walk to recovery, as I was weak and shaking so bad I could hardly walk. Before I was discharged I was given a prescription for 10 hydromorphone tablets for pain. For two days I was unable to function in my daily life or care for my children. I was fortunate to have family care for me, as I was unable to do it myself. I spent a week slowly recovering, but did not feel 'right' from the start and within a few days began to run a low grade fever. I returned to work for two days and was unable to continue, saw a dr and was diagnosed with an infection. I required antibiotics for 10 days, I believe. Recovery from the infection was slow and it was another 2 weeks before I felt myself again although I continued to have discomfort in my abdomen from that point on. A list of symptoms that have gradually begun to plague me since essure include: abdominal discomfort and pain lower back discomfort and no pain. Both of these began as discomfort and have progressed over time to daily pain that affect my lifestyle. I used to go to the gym and run 5 km 5 days a week. I am unable to do either any longer because of the constant pain. I have gradually begun to experience joint pain that does not subside. I have increasingly foggy mental clarity...to the point that I struggle for common vocabulary words and constantly lose my train of thinking. This affects my job, as I am a school teacher. I have chronic fatigue, most days it leaves me unable to get past dinner without requiring a nap to recharge. Again, I was an avid gym goer with energy to burn. Now I often do not have the energy to make it through cooking dinner for my family. I have not changed my diet in any significant way and have gained (B)(6) lb in two years. In fact, I have sought the assistance of a dietician to help me figure out why I eat clean, healthy and have good habits and yet gain an unhealthy amount of weight. I experience daily abdominal bloating. When I wake in the morning I have a relatively flat abdomen (given the fact that I've had 2 c-sections and have now gained (B)(6) lb and amp; by bed time I am so bloated that I look pregnant. My skin/complexion has changed drastically. I used to have clear wonderful skin. Now I experience acne that is actually painful, cystic in nature. My skin is also dry, despite the fact that I moisturize and drink on average 120 oz of water each day. My hair has become dry and is thinning. I have had at least 3 occasions where I've experienced sharp, almost cutting pain in my abdomen that has literally rendered me unable to move for a time.